Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier- based on the information received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was received empty. As the instrument was received empty, further functional testing could not be performed. It could not be determined as to why the instrument reportedly spit clips.

Event description:
It was reported that the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip spitted (the clip did not fall into the pt). There was no consequence to the pt. 3/12/98 add'l info from affiliate. Surgeon used another clip applier to finish the case.